Event description:
It was reported that during pre-testing the customer inflated the product but felt that the cuff was difficult to inflate and did not inflate smoothly.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). One product sample was received in used condition. Three photos were included for evaluation, during the initial visual inspection it was not possible to detect any condition on the surface of the cuff or in the inflation system. A leak test was performed, and the sample did not pass the test because it did not deflate. To identify if there was leakage, the sample was inflated with the use of a syringe and submerged under water and no leaks were identified in the cuff or inflation system. The sample inflates slowly but is able to inflate completely and likewise deflates slowly but is able to deflate completely. The device analysis detected that the sample has some condition in the inflation system, however, the sample was able to inflate and deflate using the syringe and no leaks were detected. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed.